Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, list 07k78-77, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00715 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false positive architect total b-hcg result generated on the archtect i2000sr processing module for a patient. The sample was repeated and the result was negative. A review of the customer¿s instrument log found that the proceeding sample was a high value with result of >14,000 miu/ml. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 initial result = 75.49 miu/ml (positive), repeat results = <1.2 miu/ml (negative). Update: on (B)(6) 2024, the customer observed false positive architect total b-hcg result on one additional patient. The following data was provided: sid (B)(6) initial result = 53.1 miu/ml (positive), repeat result = <1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 = no sid provided; patient 2 sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result generated on the architect i2000sr processing module for a patient. The sample was repeated and the result was negative. A review of the customer¿s instrument log found that the proceeding sample was a high value with result of >14,000 miu/ml. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): (B)(6) 2024 initial result = 75.49 miu/ml (positive), repeat results = <1.2 miu/ml (negative) update: on 18oct2024, the customer observed false positive architect total b-hcg result on one additional patient. The following data was provided: sid (B)(6) initial result = 53.1 miu/ml (positive), repeat result = <1.2 miu/ml (negative) there was no impact to patient management reported.